Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty to remove the lock line could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
This is filed to report the difficulty removing the lock line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was deployed. The second clip delivery system (cds) was advanced to the mitral valve. The clip deployment was started; however, when the lock line was retracted 30cm, it became stuck in the handle. After several attempts were made to remove the lock line, the decision was made to continue the clip deployment. After the gripper line was removed and the cds was retrieved into the sgc, the lock line was successfully removed. Two clips were implanted, reducing the mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.